Manufacturer narrative:
The patient identifier and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - surgical intervention required. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw hot single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(4) 2010. According to the complainant, during the procedure, after several bites were taken successfully and cautery was used, a biopsy was taken from the hepatic flexure of the colon that created a 2cm perforation. It was noted that the patient's tissue was friable. Additionally the device was inspected prior to use, no anomalies were found and the device was not used past the expiration date. The procedure was not completed due to this event and the patient was sent to surgery where a colon resection was performed to close the perforation. The patient was hospitalized due to this event. The patient has been released and patient's current condition was reported to be okay.